Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction code reoccurred. Consequently, a replacement pump was sent to the customer, who was advised to use multiple daily injections as a backup therapy. Instructions were provided for returning the problematic pump to tandem and programming the replacement pump.